Event description:
Information was received indicating that while in use of a smiths medical cassette reservoir, a no disposable alarm was noted, and infusion delivery stopped. Subsequently, remainder infusion had to be transferred to an empty bag and be infused . No patient consequences were reported. No adverse effects were reported.